Event description:
It was reported that the customer had differences between sensor glucose readings and blood glucose levels. Customer was receiving a low sensor reading last night. Customer's blood glucose level is 435 mg/dl. Customer could not calibrate at the time. Customer is going to take the sensor out and replace it. Customer stated that the sensor would require four calibrations before it standardizes. Customer's current blood glucose level was 453 mg/dl. Customer's sensor glucose value was 57 mg/dl. Differences were not within an acceptable range. Customer was advised to remove and replace the sensor. Customer stated that the sensor appears to be straight and is not bleeding. Customer was advised to return the sensor for analysis and the sensor will be replaced. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, found the sensor failed per specification due to high readings.